Event description:
It was reported that during a flexor hallucis longus tendon transfer surgery the ar-1407.5 was not sharp. Instead, an ar-1408 was used. Also, at the end of the surgery the ar-1250z was bent and could not be used anymore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.